Manufacturer narrative:
The device contained no fluid, upon receipt by mentor. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) latina female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 450cc saline breast prosthesis. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient experienced bilateral deflation. Mentor also became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate plus profile 450cc saline catalog: 3502450 lot: 7575148 sn: (B)(4) and (right) mentor smooth round moderate plus profile 450cc saline catalog: 3502450 lot: 7575148 sn: (B)(4) on (B)(6) 2018. Concomitant products: mentor smooth round moderate plus profile 450cc saline catalog: 3502450 lot: 6841911 sn: (B)(4). On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).